Event description:
The customer's readings in her logbook hand decimals. She stated that the customer had misinterpreted the readings. The contact was able to reset the meter to mg/dl. The customer did not change medication or allege any adverse event as a result of the readings. The meter is to be returned for evaluation, and a replacement will be sent.